Event description:
A customer reported a malfunction with their pump, which had unexpectedly shut down. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.